Event description:
During a diagnostic laparoscope the initial trocar struck mesentary upon entry and caused bleeding. The initial trocar was not put in under visualization. The surgeon elected to do nothing to stop the bleeding. The case was completed with that trocar. There was no consequence to the pt. 11/18/96 1530 surgeon responded. He stated he had inserted the trocar straight in as the product insert instructed. He did not feel a give or a "pop" as he is used to with other styles of trocars. He could feel that the trocar was against something. He pulled out the trocar and inserted the laparoscope and could see no obvious bleeding exept from some blood dripping from the incision. He stated he had a hard time sensing the trocar was through the abdominal wall due to the threads built into the sleeve.